Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 80 to 90 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 57 mg/dl and 55 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 63 mg/dl, (B)(6) 2015, 02:36 pm; 2: 62 mg/dl, (B)(6) 2015, 11:17am; 3: 69 mg/dl, (B)(6) 2015, 08:13 am; 4: 85 mg/dl, (B)(6) 2015, 08:47 pm. Adverse event not reported.